Manufacturer narrative:
(B)(4). Ack1 was successful on (B)(6) 2013. (B)(4) vendor transmission failed. Re-submit due to (B)(4) vendor errors.

Event description:
Dealer stated that the tilt actuator on a 3gtq3-cg power chair is skipping when coming down.